Event description:
Patient reported rupture. Later, healthcare professional confirmed rupture via ultrasound report and medical report. This record is for right side. The device was explanted.

Event description:
Patient reported right side rupture. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Later, healthcare professional confirmed rupture via ultrasound report and medical report. This record is for right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.9, h.3, h.6, h11. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.